Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported that a patient was treated with coolsculpting and presented with possible paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data: d4, concomitant product. Treatment of the chest area represents off-label use in the united states of america.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the chest, abdomen and flanks on (B)(6) 2020 using the cooladvantage and cooladvantage plus applicators and presented with paradoxical hyperplasia (ph).